Manufacturer narrative:
Additional information: blocks b5 and e1: first name block e1: address 1 1-1 (B)(6) block h6: device code a0510 captures the reportable event of retraction problem. A visual examination of the returned capio slim device revealed that there were no issues noted with the catch and carrier. The ten riveting pins were in place. A functional analysis was also performed and revealed that the carrier was actuated three times and it extended and retracted without any issues. It was also actuated (deployed) three times with the suture and the needle entered in the catch without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of carrier retraction problem could not be confirmed as no issues were noted with the device testing during device analysis. Therefore, the investigation concluded that the most probable cause for this event is no problem detected.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2021. During the procedure, when the device was actuated inside the patient, the carrier was reportedly locked after it got caught in the cage. It was reported that there was strong resistance and the carrier did not fit into the cage well after it got caught. However, they were able to release the carrier from the cage. It was believed that the tension applied to the shaft may have caused the malfunction. The procedure was completed with another capio slim device. There was no patient injury reported as a result of the event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2021. During the procedure, when the device was actuated inside the patient, the "tip of the device" (carrier) was "locked" (did not retract). The procedure was completed with another capio slim device. There was no patient injury reported as a result of the event.